Manufacturer narrative:
Section e1: telephone number: (B)(6). Device evaluation: device evaluation was not performed as device was not returned. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded symphony intraocular lens (iol) had a chip in the middle of the optic. The lens was partially inserted. The surgeon requested the iol be extracted and replaced. The lens was cut up for extraction. No further information is available.